Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('harmed by essure. I had my hysto in oct 8th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning hair"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal was resolving and the alopecia had resolved. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event thinning hair and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('harmed by essure. I had my hysto in oct 8th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning hair") and procedural pain ("hsg test feels like worst possible menstrual cramps times 10"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal was resolving, the alopecia had resolved and the procedural pain outcome was unknown. The reporter considered alopecia, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, alopecia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Event "dysmenorrhea" was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('harmed by essure. I had my hysto in (B)(6)) in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: (social media): event adverse reaction pt was updated to medical device removal and case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.